Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation did not find an obstruction in the working channel. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that foreign material was found in the working channel. The problem, as reported to olympus, was found during reprocessing and inspection of the device after the reprocessing staff was informed that the end user was unable to advance a device down the working channel. Upon further inspection of the device by the reprocessing staff, a small plastic-like tube was removed from the working channel, which was later identified by the staff as a piece from a biliary extraction balloon. An investigation, performed by the user facility, determined the prior use of the scope was a procedure in which a modified biliary extraction balloon for altered anatomy was used. The user facility believes that the foreign material became dislodged and "stuck" inside the working channel after being modified by the end user and placed into the working channel. There was no patient injury or infection, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the user inserted or withdrew and endo therapy accessory forcibly, causing the endo therapy accessory to break; also, the user manipulated the endo therapy accessory while its distal end was not visible within an endoscopic image leading to breakage. The instructions for use (IFU) states the following: - if an endo therapy accessory is forcibly inserted or withdrawn, the endo therapy accessory may be broken, and components may be dropped. - if an endo therapy accessory is manipulated while its distal end is not visible within an endoscopic image, the endo therapy accessory may be broken. - endo therapy accessories compatible with this product are specified. Users have to refer to ifus of endo therapy accessories regarding how to use them. Users can decrease/ prevent the suggested event by handling the device in accordance with the following IFU: ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.